Event description:
Customer requested an explanation as to why the actual ssd's are not always the same as the planned ssd's in the field properties or the plan approval window. Explained to the customer that if the plan was copied or brought in from a virtual simulation package the actual ssd's are not refreshed with new ssd if the gantry is changed or isocenter is moved. This is because the actual ssd's are only populated once in eclipse, either at plan insertion or import from another application. Explained that these should be corrected and matched at the plan approval process before export to impac or 3rd party software. No pt injury reported, and no pt data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for pt treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated. (B)(4).